Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on this device. The customer's complaint of vibration was confirmed. The (04700) quick coupling was tested and the complaint was duplicated. The jaws that hold the wire are worn and need to be replaced. This is most likely due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint received states that the quick coupling for k-wires vibrates and does not function well. It was reported that during a trauma case a knob broke while trying to hold the k-wire. There was no report of a time delay. No reported patient injury. This is report 1 of 1 for complaint (B)(4).